Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit's activation button was separate from the clamp and was loose inside the sterile packaging. It is replaced by another of the same model. The patient was has no injury.